Event description:
The pt received his trial lead on (B)(6) 2011. It was reported that during the procedure, the physician had difficulty placing the lead due to anatomy. It was reported the stylet was caught in place. The pt was tested intraoperatively and had normal impedance. It was reported the physician decided to leave the stylet in place, within the pt. The sjm rep reported he advised the physician not to leave the stylet, as it was only for use during the surgery. Follow up determined the lead and stylet were removed at the end of the trial period. It was reported the pt did well during the trial and the pt plans to proceed for a permanent scs system in the future. No other complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.